Manufacturer narrative:
Added d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen (34.95mcg/day at 500mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient was not experiencing any symptoms of infection. The hcp opened the pump pocket to replace the pump and found/saw an unknown foreign substance at the pump site. The hcp cultured the substance and was awaiting the report. The substance was undetermined at this time. The hcp decided to explant the existing pump and catheter and did not replace the system. The hcp was waiting for results of the culture to decide course of action. The issue was resolved at the time of this report. The customer refused return of the pump. Additional information was received from a manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that the catheter was not tested and the culture came directly from the patient. The culture results of the unknown foreign substance was negative and there was no infection. The explant of the catheter was precautionary because of the foreign substance. The catheter that was explanted would be returned to the manufacturer.